Event description:
Patient calcium results run lower after the reagent had been on the instrument for 1.5 hrs. The incorrect results were not used to guide therapy. The field service representative replaced the reagent temperature head to repair the instrument.